Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) ceased to function while attempting to reform the capacitors. This observation was made during the implant procedure. The physician elected to remove and replace this device with a similar guidant ICD. The explanted device will be returned to guidant for analysis.